Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 12/14/2014 and did not confirmed the reported event of inaccurate bg values because it was not the correct date range.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2014. Patient inserted sensor into arm. Patient's father did not report any injury or medical intervention.